Event description:
A report was received that the patient will undergo an explant. The reason is unknown at this time.

Event description:
A report was received that the patient will undergo an explant. The reason is unknown at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the patient did not like the feeling of the stimulation and it was not relieving her pain. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm.